Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the technical support specialist (tss) attempted to locate the user in the user account settings, but the provided user ID did not return any results. Later, the tss confirmed with the customer that the user is an agency nurse who has multiple accounts in the system. The customer was unsure which account contained the correct ID number, given that the user is an agency/contract nurse. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a user was unable to create a patient list. The customer stated that the nurse was able to log in to the pyxis server but was unable to create the patient list. Troubleshooting steps were taken, including contacting the hospital it department; however, the issue persisted. The customer reported that the issue was occurring for one user only. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.